Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument grip tips were bent. One grip was bent, which caused side to side misalignment of the grips. There was a .074 offset at the tips, indicating overloading at the tip. The electrical continuity test passed. Failure analysis concluded, that bent damage may be due to mishandling/misuse. An additional observation not reported by the site was that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables on the instrument were not damaged. An additional observation not reported by the site was that the instrument distal pulleys had scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damages were found on the instrument. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction of a frayed cable and the scratch marks/abrasions found during failure analysis to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci procedure, the jaws of the pk dissecting forceps instrument were offset when together. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.